Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for clog & needle point integrity. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the pen ndl 32ga 4mm 100 bx 1200 ca there was no insulin flow during injection and that needles were dull. Verbatim: consumer stated he spoke with a representative over a month ago regarding issue with nano pen needles. Did not see anything entered in system. Stated he was waiting for his replacement product to be delivered. Consumer provided today, item: 320144, occurrence date unknown, samples discarded, lot: unknown. No insulin flow during injection. Does not prime before use. Also stated it was dull. No injury to report. Sending replacement product.